Event description:
It was reported that the fluid was unable to pass easily through the tubing of a y-type tur irrigation set. It is unknown at what process step this occurred. Patient involvement is unknown. Additional information was requested and is not available. This is report 6 of 20.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.